Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient said on saturday night ((B)(6) 2018) they started having issues with therapy. The patient connected to the ins with the programmer and top line showed ¿therapy off¿ but the therapy status line said ¿therapy on.¿ then the patient stated on sunday (B)(6) 2018, they checked their implant with the programmer and the group changed by itself to ¿b¿ and the level of stimulation shot up to 3.30. The patient stated they got a ¿weird feeling¿ that made their throat and the right side of their face ¿go weird¿ and an uncomfortable tingle in their right hand. The patient stated they turned therapy off but the tingle lasted for 3 hours that night. The patient said they were going to a clinic the next day. The patient stated they needed to change from group b but they were not able to decrease stimulation on group b. ¿decrease parameter limit¿ screen was encountered. The patient changed to group c at .60. The patient stated that the day of the call ((B)(6) 2018) their fingers and thumb on their right hand were ¿really tingly¿ after the group change to group c. The patient programmer kept turning off while the patient was trying to connect. It was noted that stimulation was on and the patient had the ability to change groups. The issue had not resolved. The patient was not able to decrease stimulation on group b. The patient was able to change to group c and they stated the ¿tingling sensation¿ was not as bad as it was on group b but it was still there. It was also noted that the patient¿s programmer kept shutting down when they were trying to make changes. The patient was transferred to repair and was going to be sent a replacement programmer in the mail to try to resolve the programmer turning off issues. The patient called back once they received their replacement and stated their programmer was doing the same thing their old programmer was doing. The patient stated it just turned off when they were trying to adjust stimulation. The patient stated they still had an appointment with their doctor and it was recommended they bring their programmer and call back if the problem persisted. There were no further complications reported.